Event description:
It was reported that a patient underwent an unknown procedure an unknown date and topical skin adhesive was used. The patient experienced a severe tissue reaction where the topical skin adhesive was applied. The patient was treated with medrol dose pack and the reaction subsided within two to three weeks.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.